Event description:
The customer stated that falsely elevated architect stat troponin-I results were reported out of the laboratory for 20 patient samples. The customer uses a cutoff of 0.04 pg/ml. Results greater than 0.04 pg/ml are considered positive. Sample ID, original result, corrected result (pg/ml) (B)(6), 0.07, 0.04; (B)(6), 0.06, 0.01; (B)(6), 0.07, 0.01; (B)(6), 0.1, 0.05; (B)(6), 0.04, 0.01; (B)(6), 0.22, 0.04; (B)(6), 0.05, <0.001; (B)(6), 0.07, <0.001; (B)(6), 0.05, <0.001; (B)(6), 0.07, 0.02; (B)(6), 0.04, <0.001; (B)(6), 0.04, <0.001; (B)(6), 0.05, <0.001; (B)(6), 0.07, 0.01; (B)(6), 0.05, <0.001; (B)(6), 0.06, 0.01; (B)(6), 0.05, <0.001; (B)(6), 0.28, 0.14; (B)(6), 0.04, 0.01; (B)(6), 0.55, 0.30. No adverse impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2021-00189 under the incorrect suspect medical device. The suspect medical device was updated on october 5, 2021. This MDR is being submitted to correct sections d (suspect medical device) and g (manufacturing site) accordingly. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed on (B)(6) 2021. MDR number 3016438761-2021-00445 has been submitted for the new suspect medical device and all further information will be documented under that MDR number. H3 other text : refer to section h11.